Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an access extension set became disconnected. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The received photograph revealed the tubing was separated from the male luer. The reported issue was observed in the photograph provided. The reported condition was verified; however, the cause of the condition could not be determined. There are controls in place for risk reduction in order to prevent and detect separation between tubing and male luer. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.